Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. There was contamination found on the flow sensor. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was contamination found in the blower assembly and muffler assembly. The blower assembly and muffler assembly were replaced on the device. The test step had failed on the device, and the fio2 tubing was replaced on the device. The silver frame around the power button was missing, so the vanity cover was replaced on the device. After the parts were replaced on the device, a final and run-in tests were performed on the device, along with the battery and valve checks. The device was operational, and it was cleaned.